Event description:
It was reported that a device was used during an ultra low anterior resection. The device did not cut. Another device was used to complete the procedure. There were no consequences to the patient.